Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Rupture ndr: not applicable as the event is not related to the device. Use error: one opening on anterior side assessed as surgical damage. Inflammation/irritation: unable to observe as it is not related to the device. Additional observations: wear abrasion observed. Creases were observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side implant exchange from textured to smooth due to the concerns of the product. Healthcare professional later reported a capsular contracture baker grade IV, and "when removing capsule on the table, implant was cut." Healthcare professional additionally reported "capsule and consists of white plastic material grossly resembling a breast capsule" and "benign lymphohistiocytic inflammation." The event of "when removing capsule on the table, implant was cut" is not device related. Device has been explanted and replaced.

Manufacturer narrative:
H6. Health effect - impact code continued: f2201 - biopsy a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, capsular contracture baker grade IV, use error, inflammation/irritation, rupture-ndr.

Event description:
Healthcare professional reported a left side implant exchange from textured to smooth due to the concerns of the product. Healthcare professional later reported a capsular contracture baker grade IV, and "when removing capsule on the table, implant was cut." Healthcare professional additionally reported "capsule and consists of white plastic material grossly resembling a breast capsule" and "benign lymphohistiocytic inflammation." The event of "when removing capsule on the table, implant was cut" is not device related. Device has been explanted and replaced.